Event description:
It was further clarified that the revision was done (B)(6) 2011. The car accident had changed the stimulation location due to the leads pulling out/ripping out. It seemed as if it was working properly but not all the time; when the patient turned stimulation on, it was in the wrong place. If additional information is received, a follow up report will be sent. Multiple attempts have been made.

Event description:
It was further stated by the patients physician that it was unknown if there was a greater than 50% pain reduction after the car accident.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3776-60, lot# v014326, implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that the ¿top leads got pulled out¿ of the patient¿s back due to a car accident. It was noted that the event occurred about november 2010-january 2011. The reporter stated that was the reason the patient¿s old implantable neurostimulator (ins) was replaced. When they went in to revise the leads, the old ins was close to end of service (eos) so they replaced the entire system. It was noted that the old leads were still implanted but not hooked up to the ins. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
The battery had not reached actual eos. (B)(4).